Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This report is for an unknown implant. Part and lot number are unknown. Without the specific part number; the expiration date, UDI number, 510-k number, manufacturing site name, and device manufacture date are unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
This file is a review of the following journal article: hao, l., et al (2020) observation on the effect of total arthroscopic socket-anchor technique for reconstruction of anterior talo-gastrocnemius ligament. Chinese journal of sports medicine, vol. 39, no. 11, pages 852-857 (china). The study emphasizes on the clinical outcome of total arthroscopic reconstruction of the anterior talo-gastrocnemius ligament using the socket-anchor technique. The patients evaluated on course of this study: twenty patients. The article describes the following procedure: arthroscopic reconstruction of the anterior talocalcaneal ligament. The devices involved were: unknown implant. Complications described: another patient with anteromedial pain underwent surgery a large number of osteophytes and synovial hyperplasia of the anterior malleolus were observed, and the anterior malleolus dewlap and pathological synovium were removed during surgery, but postoperative reexamination of MRI still showed scar tissue hyperplasia of the anterior malleolus, with a severe inflammatory response.